Event description:
It was reported that the touch screen does not react and screen jumps off. Additional information received indicated that the touch screen changes the layout without touching the devices. No patient involvement.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on however, different screens were displayed randomly and some of touchscreen icons were not able to be selected (unresponsive) due to a defective touchscreen assembly. The device was able to obtain readings from sensor and tester however, the device cannot be used for monitoring due to the screen changing. The audible and visual status indicators were functioning. A service history record review reveals that this unit was in the field for over (5) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.